Manufacturer narrative:
Follow-up # 1 (10/11/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time during the first week in (B)(6) 2011. The patient stated that she manages her diabetes with a combination of diabetes medication: lantis, 52units in the morning and 54 units in the evening; humalog, 12units in the morning and 32 units at noon; and metformin (unknown dosage), 2 pills in the morning and 2 pills in the evening and that on (B)(6) 2011, she took her usual dosage of medication in response to the reported issue. Approximately four weeks after the alleged product issue began, the patient claimed to have developed symptoms of "breathing problems and sweatiness" and on (B)(6) 2011, between 6:00pm-6:30pm, self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct testing technique but the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received treatment after the reported issue began.